Event description:
Event description cpi received information that during a routine replacement procedure of an implantable cardioverter defibrillator (ICD) this endotak transvenous defibrillation lead was repaired. The impedance measurements were fluxuating and capture was lost when the impedance was low. The physician elected to repair the lead with medical adhesive and anchoring sleeve. Parameters were within normal limits.